Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months.  A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient presented to emergency department on (B)(6) 2016, with black tarry stools and a hemoglobin (hgb) level at 5.0 g/dl. At the time of the event, the patient was taking warfarin and aspirin. On (B)(6) 2016, endoscopy revealed active bleeding noted with a single angioectasia mid-jejunum, and 2 clips were placed at site of lesion. The patient was transfused with 3 units of packed red blood cells (prbc). It was reported that the patient continued to experience intermittent melena until (B)(6) 2016. On (B)(6) 2016, anticoagulation was discontinued, and the patient was discharged. No additional information was provided.